Event description:
At this time, failure code 14 is not reportable. Medwatch for failure code 14 was filed in error.

Event description:
The facility's biomedical technician reported an infusion pump with failure code 14. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device.